Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment clotting occurred. The clotting was in the dialysate. There was no blood leak. The machine alarmed venous pressure. The machine was recirculated to remove the alarms. This was performed without rinsing patient back. The alarms would not clear and the machine dialyzer clotted. The patient had no adverse effects and no medical intervention was required. The patient did complete treatment on a different machine. The facility relates probable causality to the machine and not the dialyzer. The sample is not available for a manufacturer evaluation.